Event description:
Healthcare professional reported silicone migration, rupture and granuloma. Device has been explanted and replaced with a non - allergan device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported silicone migration, rupture and granuloma. Device has been explanted and replaced with a non - allergan device. This record relates to the left side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, silicone migration and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). Additional observations: ¿ red particles observed on the device. ¿ red particles observed on the gel. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported silicone migration, rupture and granuloma. Device has been explanted and replaced with a non - allergan device. This record relates to the left side.